Event description:
It was reported that during a rotator cuff repair using the magnum 2 plus perfectpasser connector magnumwire suture cartridge, only one of the suture strands pulled through the suture wheels. In order to complete the procedure, it was necessary for the surgeon to drill a new bone hole. The procedure was completed with minimal delay using a backup magnum 2 suture cartridge. There were no pt complications reported as a result of this event.